Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to hypoglycemia. After the hospitalization, the customer reported that he was later treated by paramedics due to hypoglycemia. The reported blood glucose reading at the time of hospitalization was 27 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The self test passed. On the night paramedics treated the customer, it was found that several boluses had been delivered that the customer did not intend to deliver. Nothing further was reported.